Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Caller advised husband chair was switching into gear on its own. That end user was at work, chair was in recline mode and chair jumped into gear by itself.